Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. As the device was not returned for evaluation and the lot number was not provided by the user facility, there was no device evaluation or review of the device history records (DHR). As the device was not returned for evaluation, the exact cause of the customer¿s allegation could not be determined. It is possible that the probe became broken as a result of coming in contact with a surgical instrument or the non-insulated area of the grasping section. If the device came in contact with a hard object, such as hard tissue, metal or a surgical instrument causing a scratch on the probe: after the initial scratch, the probe may have then received an output load in the seal and cut mode or received a load when grasping the tissue. As a result, the probe cracked from the scratch. As a result, the probe could have broken when a load was added. If the device came in contact with the non-insulated area of grasping section: the distal end of the tissue pad was worn away because the seal and cut output was activated while grasping nothing (the use may have kept activating after cutting the tissue). The worn tissue pad would have allowed the non-insulated area of grasping section to touch the probe. The seal and cut mode was then activated, causing the scratches on the probe after the probe came in contact with the grasping section. The probe then received an output load in the seal and cut mode or received a load when grasping tissue, causing the probe to crack from the scratch. The probe could have broken when the load was added. The instructions for use (IFU) provide the user with warnings regarding this type of event stating the following: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer¿s sales representative reported to olympus, the probe on the thunderbeat 5 mm, 35 cm, front-actuated grip type s broke and fell into a patient during an unknown procedure. The device displayed an open circuit error message. The procedure was completed with a new device. The broken fragment was retrieved from the patient. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Corrected data: e1 (removed reporter) and g2 (other, germany) updated fields: e2, e3 and g2 (added health professional) this report is being supplemented to provide additional information and applicable corrections.